Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has had a dramatic and abrupt rise in bipolar impedance and capture thresholds in a period of two months. The lead was programmed to unipolar pacing, in which the capture thresholds and impedance are within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.